Event description:
During a follow up phone call to the nurse in 2009 by product surveillance, it was revealed that one week earlier, the home patient (hp)'s transfer set had fallen off at the adapter end. The nurse assured that it had not caused any issues for the patient, and that hp was placed on antibiotics prophylactically for 3 days. The nurse did not provide the transfer set lot number. The nurse stated that the hp was continuing therapy without issues. No patient injury or medical intervention were indicated at that time.

Event description:
It was reported that the device was explanted after implant duration of zero days. It was learned that the reason for explant was due to an unsuccessful ring repair. Per the operative report, there was some leakage after implanting the ring. Therefore, it was elected to have the valve replaced with a tissue valve.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.